Event description:
On (B) (6) 2010, the pt was implanted with a scs system in the cervical area for neck pain. Post-implant, the pt reported that the pain was completely gone due to the device. On (B) (6) 2010, the clinical specialist met with the pt for programming at the doctor's office. The specialist noticed that the pt's ipg pocket looked as if the pt was trying to claw out the device. The pt stated that the pain was completely gone, but that she was unhappy with her body, face, and skin. The pt requested to have the device removed. On (B) (6) 2010, the pt reported that she no longer wanted the device removed, but instead moved to another location. The doctor moved the device to the pt's lower, left buttock.

Manufacturer narrative:
Method: the device history and sterilization records were reviewed. Results: the device history and sterilization records reviewed were found to meet specifications and no anomalies were found. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Ans has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Ans defers to the pt's physician regarding medical history.